Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had damaged plastic along the metal wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was not exposed due to damaged insulation. The cable was intact. There was a chip on the plastic of the damaged cable, not sure if it is caused by thermal damage. The damage was observed by sterilization services/central processing. There were no images of the device(s) or a video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage at the yaw pulley. It had charring and localized melting on the yaw pulley. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.